Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia with blood glucose level was 588 mg/dl. The customer was assisted with troubleshooting. Customer had issue with two sites having insulin leaking, blood and lump under skin. Customer informs the insulin pump was suspend at 387 mg/dl. The insulin pump will not be returned for analysis.